Event description:
Boston scientific received information that during a routine device explant procedure, the implanting physician was unable to remove the right atrial (ra) lead and right ventricular (rv) lead from the device connector block. It was then discussed that the user had only loosened one set screw for each lead. Once all set screws were loosened, the leads were removed without complication. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.